Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of a cancelled procedure post-sedation.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025, under monitored anesthesia care (mac). During the injection, after injecting a few ccs of the hydrogel, the applier paused, and when attempted to continue, the y-adaptor and injection needle were already clogged. No patient complications were reported, but the procedure was cancelled post-sedation. The patient will continue to receive planned radiation treatment.